Manufacturer narrative:
Correction: b1. Adv evnt/prod prob b2. Outcome attributed to adverse event b5.desc evt problem h1 type of reportable event h6 imf (annex f) health impact h6 patient codes (ime/annex e). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a syncope event and during review of the current electrograms, most ventricular-sensed events were observed with atrial activity falling within the atrial blanking period, making rhythm interpretation difficult and raising questions regarding atrial sensing. Of note, the system had been implanted the previous day, and the facility was advised to test the atrial lead and assess whether the atrial lead position and function. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during review of the current electrograms, most ventricular-sensed events were observed with atrial activity falling within the atrial blanking period, making rhythm interpretation difficult and raising questions regarding atrial sensing. Of note, the system had been implanted the previous day, and the facility was advised to test the atrial lead and assess whether the atrial lead position and function. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.